Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebr0760 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that pt had PICC inserted (B)(6) 2017. PICC removed (B)(6) due to non functioning PICC. It was stated a kink was noted 4cm above insertion site. New PICC reinserted.